Event description:
It was reported by the rep that the device was used during a laparpscppic cholecystomy. It was reported during the procedure two new 511sd trocars were used. The subxphoid puncture leaked because of a slit gasket on the torn seal, halfway through the procedure. The case was completed and the seal was easily torn. There was no consequence to the pt.